Event description:
It was reported that the patients ipg would no longer hold a charge. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred earlier this year.